Event description:
This console was not on a pt. Customer reported that during a routine console checkout, the vacuum could not be adjusted. Upon opening the alarm panel, it was discovered that the potentiometer body had cracked and the wires were broken away from the potentiometer. This alleged failure mode poses no risk to a pt because it occurred during console checkout and was not on a pt. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions. Syncardia has requested that the console be returned for eval.